Manufacturer narrative:
The physical expertise of the device did not reveal any abnormality : the subject device was able to communicate, sense and pace. No issue with the device consumption was noticed. Files were provided by the field and are under analysis.

Event description:
Reportedly, this pacemaker has been explanted following electrocautery used which inhibited the pacing on a pacing dependent patient.